Event description:
In 2003, pt underwent composix kugel mesh implant. Unk hernia repair site. In (B)(6) 2010, pt experienced abdominal pain. On (B)(6) 2010, pt underwent composix kugel mesh explant procedure. At the time of the explant procedure, the pt had bowel perforations and enterotomies, and an e-coli infection. The surgeon noted a broken ring on the mesh. The bowel was repaired and a piece of xenmatrix was implanted into the site. The abdomen/fascia was closed at the time of the explant procedure. In 2010, the pt was diagnosed with a seroma at the site of the xenmatrix implant. A wound vac was placed. (Unk vac settings and dressings). On (B)(6) 2010, pt underwent xenmatrix explant procedure, the md noted the graft had holes in it and was not incorporated. The area of non-incorporation extended throughout the graft, including the suture line site.

Manufacturer narrative:
The reported info indicates that the pt had an e coli infection at the time the xenmatrix was implanted and that the graft had disintegrated. It also indicated that the pt developed a post operative seroma. The returned explanted graft was received in several pieces, with areas of what appears to be enzymatic degradation (small holes). Based on the reported event info the probable cause of premature enzymatic degradation was the placement of the graft in an infected site. The warning section of the IFU states "if an infection develops, it should be treated aggressively." Additionally, the reported lack of tissue ingrowth was noted during the visual eval on the explanted graft. The development of the post implant seroma is the potential causes of lack of incorporation between the graft and the pt/host tissue. See MDR 1213643-2010-00489 for info related to the composix kugel mesh.